Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated right ventricular (rv) lead exhibited high out of range shock impedance measurements on the proximal coil, however the distal coil impedance measurement was within range. It was noted that one week earlier the patient had a device change out to a competitive device. Ts discussed performing isometrics and pocket manipulation to assess lead connection and integrity. An email was sent to the field representative in an attempt to obtain additional information relating to this issue. No adverse patient effects were reported.

Event description:
Additional information was received from the clinic that the physician felt the high out of range impedance measurements were due to a set screw issue on the competitor device. The physician programmed the proximal coil off and defibrillation threshold (dft) testing was successful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
The field representative attempted but was unable to obtain any additional information from the clinic.